Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over years since the subject device was manufactured. Based on the results of the investigation, the phenomenon of no image was likely due to the failure of the cable unit. The cause of the issue of the coupler failure is unknown at this time. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The territory sales manager was informed by the business manager at the user facility that the high definition camera head had "no image" during preparation for use. No patient involvement was reported. The device will be returned to the service center. Ot others 000- no code from intake no image. Remove invalid code "000" from risk section & added valid code "chi1" .i.e pae so,pae q2 answer became yes. (B)(6) 2021.

Manufacturer narrative:
The referenced device was returned to the service center for evaluation. The customer's reported issue was confirmed as the image intermittently cuts in and out due to faulty cable unit. Additionally, the coupler is detached. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.